Event description:
In 2008, boston scientific corp was informed that during an esophagogastroduodenoscopy, after taking the biopsy with the forceps and pulling them out of the pt, it was noted that there was a "small metallic object" in the pt. When the forceps were opened to place the specimen in the formalin, it was noted that the needle in the center of the forceps was missing, and in fact, that was the object noted inside the pt. The physician had already irrigated the esophagus by the time this was discovered and the need was gone. It was presumed to have passed into the pt's small bowel. There was no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.